Event description:
There have been several events in which the j-tip applicators break at point of administration. This has resulted in several near miss events in which rn administrating the medication and the pt to which medication was being administered were at risk for injury.